Event description:
Info received indicates the caster continues to swivel in the brake mode.

Manufacturer narrative:
The technician found the caster was worn. He replaced the caster to repair the bed.